Event description:
The tip of a micro "l" hook instrument broke during the procedure. A magnet just used to try to find it in the patient. Rolling magnets were used to search the floor and back table. All sponges and laps were searched. Drapes were searched after taken off patient as well. Machine and he said that was not an option.